Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) and implantable electrode were both explanted due to an infection. Reportedly, the s-ICD was not anchored properly into the patient's muscle tissue, and this resulted in a migration that pushed through the skin and caused an erosion, exposing out the device. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported